Event description:
It was reported that there was a high impedance issue. Over ¿100,000¿ were seen during an impedance test. There was also a burning sensation at the device pocket. Reprogramming was required and performed without difficulty and no burning was reported. No further action necessary at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 35502,9 lot# n115768, implanted: (B)(6) 2008, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).